Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) with an implantable neurostimulator (ins). Pt reported not being able to recharge their communicator for 2 months. Pt did admit that they were trying to recharge 2 devices on the one adaptor. Patient then plugged communicator on it's own adaptor, but they got a white battery light. Patient to recharge it overnight and if device still won't recharge then replacement of the communicator is warranted. No symptoms were reported. Additional information was received, it was reported the patient (pt) stated their communicator was still not recharging. During call pt verified the docking station had a green light when plugged into micro usb. Pt unplugged the cord from docking station and plugged it into the communicator; the communicator was showing a white light. Pt reset the communicator and all the lights were normal. When they turned communicator back on it was showing a white light. Additional information was received from a patient (pt). It was reported that they received communicator replacement, and they need help getting it turned on so they can start fixing their back. Patient stated the communicator was charged. Patient went into the mystim application and reported active recharge session message. Patient docked recharger and was prompted to enter the serial number. After patient entered serial number and placed communicator right over implant in body, they were able to connect and turn therapy in group b back on. Patient stated program 1 was set to 6.8 but they could not feel it. Patient then noticed program 1 was off. Patient turned all programs back on in group b. Patient asked if they need to put recharger on. Agent reviewed patient only needs recharger when recharging. The steps on the call resolved the issue. Additional information was received from a patient (pt). It was reported that they received the communicator and she tried to connect last night, but the handset got stuck at 60% and froze there. Technical services (ts) had patient reset the handset. Technical services (ts) was able to confirm with the recharger that patient was at 100% charged. Ts had patient use the handset to connect to the neurostimulator but that didn't work. Ts then had patient reset the communicator, which she just got replaced, and eventually patient was able to connect. Unfortunately patient went through all the groups that was given to her but none gave her stimulation to her waist on the left side of her body. Group b gave stimulation on the buttocks to the right knee at 8.8 ma, group a no feeling at 7.9ma, group c gave stim. On the right side but nothing on the waist, group d gave stimulation on patient's stomach. Ts redirected patient to hcp to get further programming.